Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 2 years and 3 months post placement of a 10mm x 40mm rx wallstent permalume stent in the common bile duct (cbd), the patient experienced pain and underwent an unspecified procedure for stent removal due to migration and stent occlusion. It was noted that the stent had migrated from the distal cbd to the proximal cbd. The stent was removed utilizing an unspecified balloon and rat toothed forceps. No further intervention was performed. It was noted that the patient's condition resolved with removal of the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.